Manufacturer narrative:
The reported event was confirmed. Received only an unopened package for evaluation. The evaluation confirmed a tear on the package prior to use. How and when the problem occurred could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[storage method and expiration date]. Store in a dry, cool place away from heat, moisture, and direct sunlight. Indicated on the direct package and the outer box."

Event description:
It was reported that there was damage on the outer package prior to use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was damage on the inner package prior to use.